Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Physical inspection found that the lower latch switch bracket screws were loose, allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will tiger an intermittent open/closed switch connection, causing the system error 322. The lower auxiliary assembly will be replaced.

Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.